Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels that ranged from 52-505 mg/dl. The cause for the reported issue was unknown. Reportedly, the customer was unsure if the pump settings were entered correctly. The customer administered a manual injection to address elevated bg. In addition, a personal profile was created for exercise. Customer declined to provide additional information, declined to further troubleshoot with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.